Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed meter blood glucose readings now. Customer also stated that the insulin pump was unable to receive date. No further information reported.

Manufacturer narrative:
The insulin pump alarmed for a lost sensor when communicating with the transmitter. The problem was isolated to the mother board. The meter blood glucose alarm could not be verified due to the lost sensor alarm. The insulin pump was received with a cracked reservoir tube lip.